Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.